Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire certified technician was able to verify the customer's reported issue. Bench testing revealed a noisy turbine and a malfunctioning fan. The device failed troubleshooting final test for non-conformance with patient assist inactive, expected value was 1, actual value was 2. Further bench testing revealed malfunctioning power board is creating the non-conformance. The service technician replaced the turbine, fan assembly, and power board. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 got too close to the MRI. At this time, it is unknown if a patient was involved during this reported event.